Event description:
On (B)(6) 2014, leica microsystems received information from the laboratory regarding the status of the tissue samples from which sub-optimal tissue processing was reported. The information received stated that re-biopsy of nine of these patients. Refer to MFR report #8020030-2014-00021 submitted for peloris ii tissue processor and 8020030-2014-00022, 8020030-2014-00024, 8020030-2014-00025, 8020030-2014-00026, 8020030-2014-00027, 8020030-2014-00028, 8020030-2014-00029, 8020030-2014-00030 for specific details of the other patients involved.